Manufacturer narrative:
H.6 investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cloudy molding with the incident lot was observed. Evaluation/testing of the customer samples was performed and cloudy molding was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for cloudy molding with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® urine collection cup. The following information was provided by the initial reporter, "I am coming to you because I have concerns about the quality of the ecbu devices (blue cap) with integrated cannula. They are opaque and do not look "clean.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® urine collection cup. The following information was provided by the initial reporter, "I am coming to you because I have concerns about the quality of the ecbu devices (blue cap) with integrated cannula. They are opaque and do not look "clean"."